Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer wanted to adjust the settings. The customer's blood glucose levels were 500 mg/dl. The customer treated with a manual injection. The customer declined to troubleshoot the device. The customer was advised to call back when they had time. Nothing was replaced or returned.